Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device after a neuro aneurysm interventional procedure using a small-bore sheath. Reportedly, the suture knot was successfully advanced (worked as intended); however, complete hemostasis was not achieved (more than oozing, but not pulsatile). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, the following information was received:it was reported that an arteriotomy closure of the left common femoral artery (lcfa) was also attempted using a proglide device after the interventional procedure using a 6f sheath. Reportedly, a cuff miss occurred. Manual arterial compression was applied to achieve hemostasis on the lcfa. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The failure to achieve hemostasis could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. However, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional proglide device referenced in b5 is filed under a separate medwatch report number.